Event description:
It was reported that during the pretest it was difficult for the foley catheter to drain water.

Manufacturer narrative:
The reported event was unconfirmed. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Received 1 all-silicone temp sensing foley catheter with sample port connector, syringe and packaging label. Verified material number 119314, manufacturing lot number ngjx4587 and batch number mykp6414. The catheter was filled with 10ml of mbs using return syringe. The concentricity of the balloon was within specification. The balloon was able to passively deflate in 0min 53 seconds. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest it was difficult for the foley catheter to drain water.